Event description:
Account states while removing the drain the tubing teared off about 5cm above the white flat drain, the remaining part of the drain moved back into the wound and was difficult to remove.